Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was further reported that the blade did in fact go through the nail during the initial procedure. The failure likely came from bad reduction of the fracture and not from the pfna system. A revision procedure was performed on an unknown date. Details pertaining to the revision procedure are unknown.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Although requested, additional information has not been received from the reporter as of the submission date of this report. Additional device product code is hwc. This report is for one unknown nail. Part and lot numbers were not provided for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Unknown date approximately four weeks prior to (B)(6) 2016. It is unknown if the subject device is still implanted in the patient. It is unknown if the subject device will be returned to the synthes manufacturer for evaluation. Reporting facility phone number is (B)(6). The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in the (B)(6) as follows: it was reported that postoperative x-rays taken on an unknown date revealed that the unknown helical blade has become loosened and migrated. It is unknown at this time if the migration is a result of a failure of the associated nail locking mechanism or if the blade initially missed the nail during insertion and was undetected. The unknown blade/nail construct was implanted on an unknown date approximately four weeks prior to the date of this report. It is unknown at this time if revision surgery has been planned. This report is for one unknown nail. This report is 2 of 2 for (B)(4).